Manufacturer narrative:
This report is for an unk - screws: locking: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: reviewing attached picture, the complaint description can be confirmed tat an drill bit as well two locking screws broken off. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that during the surgery two locking screws and one drill bit was broken. 120-minute delay in surgery. There was ae to patient. Longer anesthetic time, excess bone removal for implant & drill bit removal. Patient outcome post-surgery is unknown concomitant devices reported: unknown plates: trauma (part # unknown, lot # unknown, quantity# 1), unknown screws: trauma (part # unknown, lot # unknown, quantity # unknown). This complaint involves three (3) devices. This is report 3 of 3 for (B)(4).